Event description:
Procedure: vats video assisted thoracoscopic surgery. According to the reporter: surgeon closed stapler on lung and fired device. He was unable to pull back the return knobs to remove the tissue. He gently tugged but didn't want to teat the lung. He created a thoracotomy around where the stapler entered the chest. He used a gia and ta to fire around the stuck load. The surgeon stated that in trying to staple around the reload, it eventually came off the tissue. There was unanticipated tissue loss. There was unanticipated extension for the incision more than one inch (6 inches). There was delay over 30 minutes. No reinforcement material was used.

Manufacturer narrative:
(B)(4).